Manufacturer narrative:
The investigation into the optical signal loss is completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the data logs show that at the time of repositioning the pump was unplugged from the console and replugged in. Upon replug the imc logs show a series of errors. The console is unable to read the usage data off of the pump. This causes a placement signal unreliable alarm. These alarms are triggered due to eeprom corruption. The root cause of the system-double eeprom corruption is unable to be determined as no product was returned for evaluation.

Event description:
The user facility reported a placement signal unreliable after adjusting position during impella 5.5 insertion, but after the access incision was closed. Of note the pump was torqued/moved after access was closed. There was no harm done to the patient. The pump remained on for support without signal being reliable. The 5.5 was placed as care was escalated from the cp in the bridge to lvad device.